Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that they were unable to track the quadcut in a case. In the tracking view, they saw the teal square for the patient tracker and a blue circle for the straight suction. However, when they brought in the quadcut, it was in the tracking view, but showing red. They lifted the emitter away from the patient bed and tracking in an area with no metal or monitors, the suction was still blue, but the quadcut was red. Recommended trying a new quadcut if they wanted to navigate. Surgeon proceeded without navigating the quadcut. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: product ID: 1884380em, lot number: m726750b421b h3, h6: product 1884380em was received by the manufacturer for analysis. The cable had been pulled from the body of the instrument but not severed. A small amount of the internal wires have been exposed. When connected to a known good system, the instrument was recognized but would not track returning only red status. A check of the em interface showed that all three coils were dead. An electrical failure was confirmed. C02 and d02 are applicable. Previously reported code b01 is applicable. H3, h6: code d14 was added for the completed system service. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.